Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose. The low blood glucose level was 50 mg/dl and 14 mg/dl. Customer¿s current blood glucose is 264 mg/dl. The other relevant blood glucose level was 279 mg/dl and 325 mg/dl. Troubleshooting was declined for high blood glucose as well as low blood glucose. The customer visited to emergency room. The insulin pump will not be returned for analysis.